Event description:
Caller stated the spirit pump buttons are not responding. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. .